Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator goes into a constant reboot cycle and will not power down. There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical was able to verify the customer's reported issue during testing and evaluation. During evaluation, the encoder panel's wide flex circuit was not completely in contact to the main board. Improper connection of the wide flex circuit of the encoder panel caused the ventilator to reboot constantly. Vyaire medical re-attached the wide flex circuit to resolved the reported issue. The ventilator passed 114 hours of extended testing with no issues. The ventilator also passed an initial final test and initial alarm volume test with no restriction.